Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of yellow wrench alarm could not be confirmed; however, an unexpected low voltage/connect power alarm was reproduced with the returned mobile power unit. The unexpected low voltage/connect power alarm was reproduced when a test system controller was connected to the returned mobile power unit after being powered on. Electrical testing confirmed a short to shield condition with the battery fuel gauge wire. The outer jacket was removed, which revealed damaged shielding at 40 and 42 inches from the housing connector end. The damage/breach on the insulation of the battery fuel gauge wire was at approximately 42 inches from the housing connector end. The conductors of this wire were shorting to the shield resulting in an unexpected low voltage/connect power alarm. A root cause that led to the damaged underlying wire could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient reported that the mobile power unit (mpu) they were issued was not working properly. They stated that the mpu is not working, with the yellow wrench illuminating. They tried several outlets in their house. They were sent home with a loaner mpu, and he stated that one has worked properly. An attempt to replicate a yellow wrench alarm with the patient's mpu and it was unsuccessful; however, they did not have a pump to test the mpu with.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.